Manufacturer narrative:
Patient code (B)(4) replaces the previously reported (B)(4). Correction: this issue occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. Replaces the previously reported ¿there was no patient involvement.¿ should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Was reported that the connector of a minicap transfer set was found broken. This issue was found before use when opening the box. There was no patient involvement. No additional information is available.